Event description:
It was reported that a malfunction alarm occurred prior to any notable events. Blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Technical support provided pump reset information to the customer, who was advised to reset the pump when ready and follow up if the issue persists.